Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted, due to her urinary incontinence. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that she experienced undisclosed adverse event. No additional information was provided.